Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. The screen is green and will not change. There was no patient involvement reported. No harm reported.